Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed and silicone damage was observed on the top and bottom cover of the device. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. It is believed that the parylene wire insulation damage found on an electrode wire is the source of the short circuit reported. The scanning electron microscopy (sem) analysis confirmed the damage to the electrode wire insulation where it passes through another electrode contact which is consistent with the electrodes identified with the short circuit prior to explantation. A corrective action was implemented. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information: sections b.3 & d.6b. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing shorted electrodes. A review of the recipient's test data indicates impedance issues. Programming adjustments were made; however, the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device will not return to advanced bionics for analysis. A review of the device history record was performed, and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.9. Correction: section h.6. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.